Event description:
In 2003, the hospital contacted the MFR to report that a dual drive console (ddc) supporting a bi-ventricular assist device (bi-vad) pt implanted in 2003, had malfunctioned. The bottom module of the ddc had locked-up, which resulted in one of the bi-vads stopping and both the top and bottom modules of the ddc alarming. Upon hearing the alarming, the hospital staff engaged the emergency selector valve, which allowed both vad's to run off of one module until the pt was switched to a back-up ddc.